Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, for two months since (B)(6) 2014, the patient was experiencing recurrent pain at the stoma site. ¿immersing is working barely.¿ the peg tube migrated which caused buried bumper syndrome. The duodopa morning dose was increased by 0.3ml. The patient will be getting a new tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.